Manufacturer narrative:
Customer feedback was received at (B)(6) 2019 and filed in the sap system. Request customer return the defect product. Recall initiated, and product improvement study is on-going by engineering team.

Event description:
Clinician stated that the bubble continuous positive airway pressure (bcpap) system would not hold pressure when initially set up on patient. Clinician noted that the pressure relief manifold (prm) internal mechanism was not seated with loss of pressure out the top of prm. Clinician stated that this is not the first incidence with lot number 181127. Product available for review/will be sent to resipralogics, a distributor of (B)(6).